Manufacturer narrative:
(B)(4) the device was received for evaluation. Visual inspection revealed that one of the interlink y-sites had a collapsed septum. The reported condition was verified. The swage height of the y-site and the diameter of the septum were measured and met specification. Functional testing using a lever lock cannula revealed that the septum had a complete slit. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of an interlink collapsed when the device was being connected to an interlink cannula. This occurred during set-up. There was no patient involvement. No additional information is available.